Event description:
Eval revealed a misaligned display screen and dislodged force sensor pins. Eval also revealed a damaged force sensor plate.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas. Eval revealed a misaligned display screen and dislodged force sensor pins. Eval also revealed a damaged force sensor plate. The pump was primed and exercised with no alarms duplicated.